Event description:
Itotal impactor handle broke while the surgeon was impacting the femoral components.

Manufacturer narrative:
Itotal impactor handle broke while the surgeon was impacting the femoral component. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.